Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments in my abdomen'), device dislocation ('left coil could not be found/ fragments in my abdomen') and device expulsion ('left coil appeared to be floating in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), ovarian cyst ("ovary which had a cyst"), colitis ("colitis"), fibromyalgia ("fibromyalgia"), myositis ("myositis"), depression ("depression"), anxiety ("anxiety"), spinal cord disorder ("disorders of the spine"), nerve compression ("nerve impingement"), cervical radiculopathy ("cervical radiculopathy"), affective disorder ("affective disorder") and pain ("chronic pain syndrome"). The patient was treated with surgery (essure removed, right tube removed). At the time of the report, the device breakage, device dislocation, device expulsion, ovarian cyst, colitis, fibromyalgia, myositis, depression, anxiety, spinal cord disorder, nerve compression, cervical radiculopathy, affective disorder and pain outcome was unknown. The reporter considered affective disorder, anxiety, cervical radiculopathy, colitis, depression, device breakage, device dislocation, device expulsion, fibromyalgia, myositis, nerve compression, ovarian cyst, pain and spinal cord disorder to be related to essure. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments in my abdomen'), device dislocation ('left coil could not be found/ fragments in my abdomen') and device expulsion ('left coil appeared to be floating in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), ovarian cyst ("ovary which had a cyst"), colitis ("colitis"), fibromyalgia ("fibromyalgia"), myositis ("myositis"), depression ("depression"), anxiety ("anxiety"), spinal cord disorder ("disorders of the spine"), nerve compression ("nerve impingement"), cervical radiculopathy ("cervical radiculopathy"), affective disorder ("affective disorder") and pain ("chronic pain syndrome"). The patient was treated with surgery (essure removed, right tube removed). At the time of the report, the device breakage, device dislocation, device expulsion, ovarian cyst, colitis, fibromyalgia, myositis, depression, anxiety, spinal cord disorder, nerve compression, cervical radiculopathy, affective disorder and pain outcome was unknown. The reporter considered affective disorder, anxiety, cervical radiculopathy, colitis, depression, device breakage, device dislocation, device expulsion, fibromyalgia, myositis, nerve compression, ovarian cyst, pain and spinal cord disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.